Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a draining battery was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Event description:
The facility representative reported an ipump with a condition of draining battery. The process step is unknown. This condition has the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.